Event description:
New information received indicates that this device was explanted and discarded.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. The patient was riding a bicycle at the time. The noise could be reproduced with isometric movements. Boston scientific technical services (ts) suspected that the root cause was related to lead insulation damage possibly from lead-on-lead contact. Surgical intervention was performed and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. This transvenous system remains implanted but not in service. The physician plans to explant the transvenous system at a later date in the future. No additional adverse patient effects were reported.